Event description:
During surgical procedure, bag from tissue retrieval system ruptured while in the patient's abdomen spilling the contents. The surgical incision was extended to visually locate the specimen and remove it from the abdomen prior to surgical closure.